Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In an article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device", the following event was reported: a pt underwent a two-level x-stop procedure at level l3-l4 and l4-l5 (12mm and 14mm device). Two months post procedure, the pt returned with a recurrence of symptoms due to a spinous process fracture at l4. The pt was treated using decompressive laminectomy with spinal fusion at l3-5. No additional information was reported.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's lcd was found to be cracked. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.